Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-dec-2025, it was reported by a sales representative via (B)(4) that an ar-1401f-100 flex reamer snapped along the back while re-reaming the femoral tunnel, possibly due to excessive torque. Noticed during a case with no patient effect.